Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite appliance was broken. The issue was reported by (B)(6) dentistry. No additional information was provided regarding the circumstances surrounding the event.